Event description:
Info received indicates the bed failed the electrical safety test performed during preventive maintenance.

Manufacturer narrative:
The tech found the ground pin was missing on the power cord. The tech replaced the power cord plug to repair the bed.